Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color when the device was used. Hemostasis was achieved using manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f avanti + sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, with no anomalies noted. A non-sterile unit of product ¿vascular closure device 6f ¿ us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted; device is blood saturated. No other outstanding details were noticed. The functional analysis was not performed because the device was returned fully deployed and it cannot be set back to the manufacturing position to perform the functional analysis. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. There are no anomalies within the internal mechanism, which is correctly assembled, that could have contributed to a window change issue. Based on the information available for review and the product analysis, the reported event of ¿indicator window no change to indicator¿ was not observed. The device was received fully deployed, which does not match the event reported. The internal mechanism showed no anomalies. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have also contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis did not provide evidence to suggest any issue with the device related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 6f exoseal vascular closure device (vcd) did not change color when the device was used. Hemostasis was achieved using manual compression. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The patient¿s bmi was not greater than 40. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f avanti + sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The suitability of the femoral artery was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, with no anomalies noted. The device will be returned for evaluation.